Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') in a 34-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic"), abdominal pain ("abdominal / severe cramping"), migraine ("migraine headaches") and dyspareunia ("painful intercourse"). The patient was treated with surgery (essure removed). Essure was removed on 4-may-2016. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, migraine and dyspareunia outcome was unknown. The reporter considered abdominal pain, dyspareunia, genital haemorrhage, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 8-jun-2020: pif received. New reporter was added. Essure removal details added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') in a 34-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic"), abdominal pain ("abdominal / severe cramping"), migraine ("migraine headaches") and dyspareunia ("painful intercourse"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, migraine and dyspareunia outcome was unknown. The reporter considered abdominal pain, dyspareunia, genital haemorrhage, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2020: quality-safety evaluation of ptc. (Product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on (B)(6) 2016 which refers to a adult female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. On an unspecified date the consumer experienced pelvic and abdominal (interpreted abdominal and pelvic pain), heavy bleeding, severe cramping, migraine headaches and painful intercourse. It was reported that partial hysterectomy is schedule to (B)(6) 2016. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced bleeding. This event, seen as genital bleeding, is serious due to medical importance and listed in the reference safety information for essure. Genital bleeding and menses pattern changes may occur during essure use. Therefore, considering its nature and the absence of alternative explanation, causal relationship between bleeding and essure use cannot be excluded. Since an intervention will be required, this case is regarded as incident. Other non-serious events were informed. Technical analysis has been requested. Further information would be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') in a 34-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic"), abdominal pain ("abdominal / severe cramping"), migraine ("migraine headaches") and dyspareunia ("painful intercourse"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, migraine and dyspareunia outcome was unknown. The reporter considered abdominal pain, dyspareunia, genital haemorrhage, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-may-2021: medical record received : reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Follow-up received on 27-may-2016. (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced bleeding. This event, seen as genital bleeding, is serious due to medical importance and listed in the reference safety information for essure. Genital bleeding and menses pattern changes may occur during essure use. Therefore, considering its nature and the absence of alternative explanation, causal relationship between bleeding and essure use cannot be excluded. Since an intervention will be required, this case is regarded as incident. Other non-serious events were informed. The product technical complaint investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further information would be obtained through litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.